Event description:
The physician was doing a total right knee arthroplasty with computer navigation. After removing the ortholock ex-pin 110mm navigation pin, he observed the tip was broken off and retained in pt. Pin ref# 6007-103-110 lot# f03929.